Manufacturer narrative:
Reported event: the event reported that the offset cup impactor (p/n 992638, l/n 06011112 experienced thread damage. A mimimal case delay was reported. Device evaluation and results: not performed as the device was not returned. Device history review: review of the device history record indicate (B)(4) devices were accepted into final stock on 06/06/2013 and had associated non-conformances. A review of (B)(4) revealed that the non-conformances were not related to the alleged failure in this complaint. The 2 non-conforming devices were returned to vendor for rework or replacement. Complaint history review: a lot level search was performed within the trackwise database and no other complaints resulted. Tracking of complaints related to part number 206276 will be tracked through quarterly trend request #(B)(4). Conclusion: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and/ or additional information become available, this investigation will be reopened.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the threads of the impaction handle broke. The case was completed successfully. There was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the threads of the impaction handle broke. The case was completed successfully. There was no harm to the patient.